Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Additional event of capsular contracture baker grade ii. Device has been explanted.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Additional event of capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; device patch with lot number 2737977, red particles on the shell, and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6 the event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.